Event description:
The technician alleged that the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail plate bent and the side rail screw bolt is missing. The technician replaced the side rail plate and side rail screw bolt to resolve the issue.